Manufacturer narrative:
The complaint for inadequate aspiration, air remaining in device during insertion was confirmed with objective evidence via visualization of air in returned imaging. Returned imaging showed evidence of increased air introduction in the patient. Follow-up communications with the clinical specialist noted continuous air drawn into the syringe while aspirating the gs during device preparation, as well as a large amount of air aspirated during procedure. Potential root causes for the presence of air may include leak or other associated defect with the device, omission of a flushing/de-airing step or errors in performing steps, improper stopcock/syringe technique, or air from an alternative non-pascal device, fluid line, or procedural step. However, a true root case is unable to be determined. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances were identified.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a pascal in mitral position where it was reported that there were a lot of bubbles when advancing the implant catheter. It was also noticed that there were a lot of air bubbles when coming out with the implant and closing the implant. The procedure was completed successfully with a reduction in mr from severe to mild.